Event description:
It was reported that the patient received two inappropriate shocks. The ECG revealed noise. The physician explanted and replaced the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the sensing anomaly. The sensing coil of the is-1 connector was fractured at 7cm from the connector pin. The outer insulation of the is-1 connector leg was damaged in the same area. The insulation damage is consistent with friction to the ICD can.